Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, a back flow alarm occurred twice. The device was not changed out, as the unit still functioned. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The field svc rep (fsr) performed preventative maintenance (pm) on the unit operated to MFR specification and was returned to clinical use.